Event description:
The hemodialysis center reported that during a hemodialysis treatment the patient began coughing, was nauseous and began vomiting. It was then noted that there were air bubbles in the venous bloodline. The patient was disconnected from the instrument and the blood was re-circulated on the instrument. The nausea improved and patient treatment was continued.